Manufacturer narrative:
During the investigation, the customer confirmed having unloaded the patient's tube (bd vacutainer 1.8 ml), then re-centrifuged it before transferring the plasma into a stago microtainer (secondary container) between the initial result and the follow-ups. Instrument data analysis confirmed that no other test or patient result showed a similar anomaly. Quality controls were within range before and after the concerned results, sample and reagent pipetting heights were correct, and no other anomalies were identified. As a precaution, an intervention was requested and carried out on (B)(6) 2025, and no instrument malfunction was found. The most likely hypothesis remains a pre-analytical issue with the primary bd vacutainer 1.8 ml tube. The reference manual states that failure to comply with the sample's pre-analytical conditions may affect the reliability of the results. The customer must therefore ensure compliance with pre-analytical conditions regarding the sample (care during collection - absence of foam, clots or micro-clot - centrifugation, storage temperature, etc.). Since this is an isolated case (involving a single patient tube) with a suspected pre-analytical issue, no corrective action will be taken. Stago has concluded its investigation into this matter. Stago reference file: (B)(4). This report is being submitted by the manufacturer.

Event description:
Event occurred in france. On (B)(6) 2025, a false negative ddi result (<0.5 g/ml) was produced for a known d-dimer positive patient. Since the patient had previously obtained positive results (>20 g/ml) at the same laboratory, testing was rerun twice (at 6:35pm and 6:42pm). Results for both rerun tests confirmed the positive results (>20 g/ml). There was no impact on the patient as reported to stago, by the customer.

Manufacturer narrative:
This investigation is ongoing and will be followed through stago internal complaint reference file (B)(4). Stago will provide a follow-up report once more relevant information is available. This report is submitted by the manufacturer.

Event description:
Event occurred in france. On (B)(6) 2025, a false negative ddi result (<0.5 g/ml) was produced for a known d-dimer positive patient. Since the patient had previously obtained positive results (>20 g/ml) at the same laboratory, testing was rerun twice (at 6:35pm and 6:42pm). Results for both rerun tests confirmed the positive results (>20 g/ml). There was no impact on the patient as reported to stago, by the customer.